Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. A reagent issue was excluded as calibration and quality controls were within specification. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). Calibration and qc before and after the event were inconspicuous. It was found there was a reduction in the reaction cell rinse volume. This was adjusted to a sufficient level and a precision check was performed. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results from the cobas pure c 303 analytical unit. The initial result was 2.51 mg/dl. The repeat result was 0.795 mg/dl.